Manufacturer narrative:
Description of code (B)(4) in field: "sluggish and not fully alert"

Event description:
On (B)(6) 2017, the lay user/patient¿s pharmacist contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high. The patient¿s son later contacted lfs to provide further information regarding the allegation. This complaint was classified based on the customer service representative (csr) documentation of the initial call and the call with the patient¿s son. Subsequent attempts have been made to contact the patient¿s son to obtain more information; however, he was unable to be reached. The patient¿s son advised that the alleged issue began on the morning of (B)(6) 2017, when the patient¿s home health nurse tested the patient¿s blood glucose with the subject device and reportedly obtained a result of ¿11.6 mmol/l¿. The patient¿s son believes that this result was inaccurately high compared to the patient¿s normal readings. Meter to normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient¿s diabetes is managed with insulin (dose and type not reported) and the patient¿s son advised that in response to the inaccurately high reading obtained, the visiting nurse administered 30 units of 30/70 insulin. The patient¿s son stated that when he returned home approximately 5 hours later, he found the patient was ¿sluggish, not fully alert and nearly going into a diabetic coma¿ and that he subsequently measured the patient¿s blood glucose at ¿2.6 mmol/l¿ on the subject device. It is not known what treatment, if any, the patient received as a result of the alleged issue. The reporter denied that the patient¿s blood glucose was tested on another device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. As neither the initial reporter nor the patient¿s son had testing supplies available, the csr was unable to confirm if the test strip vial was intact and it is not known whether the test strips had been stored properly; had expired or been open beyond their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after her nurse administered an ¿incorrect¿ dose of insulin based on the allegedly elevated reading obtained with the subject device.